Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to enter in 17 units into the bolus menu, the customer accidentally entered the value into the blood glucose (bg) field. The customer acknowledged the user error and successfully programmed the bolus correctly. Bg level was 67 mg/dl.